Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room on (B)(4) 2014 due to a suspected infection at his scs ipg and lead incision sites. Blood work was done but did not indicate an infection was present. The patient was given IV antibiotics and sent home with oral antibiotics. The patient's physician assistant indicated a small abscess was noted at the ipg site from what appeared to be a suture coming out. The patient met with his physician again on (B)(6) 2015, and no further signs of infection were shown.